Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on july 14, 2015 from a patient verification form that this device and competitor lead system, implanted on (B)(6) 2015, were explanted due to a reported hematoma and pocket infection. The date of the explant procedure was not reported.